Manufacturer narrative:
(B)(4).

Event description:
The equipment did not pass the self test with triple chirps. There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.